Manufacturer narrative:
Analysis was performed on the returned device. The reported link break was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported link break and unexpected medical intervention appear to be related to operational context. It is likely that an interaction with patient anatomy or link pulled until it breaks is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as an arteriotomy closure of the right common femoral artery with a prostyle device using an 8f sheath after a carotid stenting procedure. Reportedly, a link break was found when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.